Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the priming process. The customer stated that they wanted to check their blood glucose and that's when the device alarmed the error. Prior, the device had alerted low reservoir. The customer's blood glucose was 244 mg/dl. The drive support cap was loose. The customer had not pressed the cap while still connected to the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump failed basic occlusion test with motor error due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump passed self test. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.